Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) suggested device reprogramming. The physician will bring the patient back in a month to check device's battery status again. The health care professional (hcp) declined sending in data for analysis. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) suggested device reprogramming. The physician will bring the patient back in a month to check device's battery status again. The health care professional (hcp) declined sending in data for analysis. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.